Event description:
It was reported that a spectrum infusion pump was alarming for a door error. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door error" as a door not fully latched message, caused by loose link screws. The link screws were replaced to correct this condition.